Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, the surgeon noticed a clear band like material from the tip of the cartridge which was shaved off and left on the tip of the cartridge. As the surgeons use the device to implant the iol, the band got caught on the leading haptic and was implanted in the eye. The surgeon described the band was more malleable than he would expect if it was part of the cartridge. There are two medical device reports associated with this file. This report is associated with the 3 of 3 files.

Manufacturer narrative:
Additional information provided in h.3. And h.11. The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. While the physical product and the reported "clear band like the tip of the cartridge" was not returned for evaluation in this case, similar complaints have been reported where the product was returned, and laboratory analysis identified the foreign material as nozzle coating. The coating material in question possesses biocompatible properties. In the reported cases, the material was removed, and the iol remained implanted without further issue. No process changes or material modifications were found in the coating line review, and nozzle processing showed no issues. Precise adherence to the directions for use sections in the company automated pre-loaded delivery system product is critical for optimal iol delivery, avoiding potential damage to the iol, device or nozzle. The below identifies several factors that, individually or combined, could potentially contribute to an outcome similar to the reported event. These factors include, but are not limited to: improper ovd use: if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. Use of a non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to underfill, overfill, misfolding, delivery issues and /or damage. Incorrect ovd temperature: if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement and cause delivery issues and / or product damage. Excessive dwell time: delay in implantation after lens positioning. As referenced in the IFU (section: precautions), ¿once the lens is in position at the pause location on the nozzle, the lens should be implanted within 1 minute.¿ extended delay may impact lens behavior and delivery performance. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).